Event description:
It was reported that this pacemaker recorded high out of range pacing impedances which triggered a lead safety switch (lss) on the right ventricular (rv) channel. The patient was expected to undergo an x-ray scan in the near future, as well as additional trouble shooting. No adverse patient effects were reported. This pacemaker remains in service. Additional information confirmed the MRI was performed and the high out of range pacing impedances were due to connection issues with the set screw. No adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported that this pacemaker recorded high out of range pacing impedances which triggered a lead safety switch (lss). The patient was expected to undergo an x-ray scan in the near future, as well as additional trouble shooting. No adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported that this pacemaker recorded high out of range pacing impedances which triggered a lead safety switch (lss) on the right ventricular (rv) channel. The patient was expected to undergo an x-ray scan in the near future, as well as additional trouble shooting. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received that an x-ray scan was performed and the high out of range pacing impedances were suspected to be due to connection issues with the set screw. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.